Event description:
It was reported that there were coupling or communication issues with the implantable neurostimulator (ins). An ins flip was confirmed. The patient could not recharge. The healthcare provider (hcp) flipped the ins back with the help of an x-ray. The patient was doing great and had no problems recharging.

Manufacturer narrative:
Lead model 39565 lot # v631529011 implanted: (B)(6) 2011 explanted: unk recharger model 37752 serial # (B)(4) implanted: na explanted: na patient programmer model 37743 serial # (B)(4). Implanted: na explanted: na.